Event description:
Pt had medtronic pump replaced on 2/18/98. His first post-implant refill was done on 3/3/98 with morphine as prescribed at the prescribed rate. The refill was done without difficulty although the nurse was unable to aspirate anything from the reservoir prior to the refill. Approx 14 hrs later, the pt was found disoriented, showing signs of drug overdose. Narcan was administered & the pump stopped. The pt appeared to respond well to the narcan, however he continued to show signs of overdose & subsequently died. The pump has been explanted & is scheduled to be sent to the MFR.